Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and discovered the incubator high temp slightly out of spec. The fe performed the incubator temp calibration and the gripper centrifuge alignment. The fe also performed the provue pm procedure. The fe ran waddiagnostics and all test passed. The customer ran qc and all passed. Repairs have returned the instrument to expected operation. (B)(4).

Event description:
The customer is reporting false negative reactions with a sample tested on the provue that tested positive in manual gel (repeat testing of the same sample for the purpose of troubleshooting was negative on the provue and positive in manual gel). No erroneous results were reported.